Manufacturer narrative:
E1: event city: queseria colima. Event country: mexico. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose due to bent cannula event on 08 apr 2026. The insertion site was lower back and the infusion set had been in use for one day.